Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 185 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarm was noted. However, intermittent button response was noted due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.